Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device remains implanted.

Event description:
It was reported that the surgeon was over reaming for the proximal screw placement when the treaded guide pin broke (cat# 1210-645s). The treads got stuck in the soft tissue and could not be retrieved. The tip of the guide wire left in the patient is approximately 3mm. The patient had a gamma nail that was a non-union; the gamma nail was not removed. The surgery was a repair of non-union right hip.